Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was coincidently explanted and ddd upgraded due to allegations of a lead fracture.